Event description:
Report rec'd indicated difficulty capturing the embolic protection device and stroke. The patient was consented to the study for carotid stenting. The pre procedure neurological exam reported nih (national institutes of health) stroke scale score of 0 and the rankin stroke scale score of 0. The patient is asymptomatic. Before the procedure, the pt was taken aspirin. The target lesion location was proximal of the left internal carotid artery with no occlusion in contralateral carotid. The target lesion diameter stenosis was 85% with lesion length 20.0 mm and reference diameter 5.5 mm. Total length of stented segment was 30.0mm. The lesion was described as eccentric with an arch type-iii present. The vessel's tortuosity, calcification and if the lesion was pre dilated were not documented. An angioguard distal protection device was used and deployed without diffiiculty. One precise was deployed successfully at its intended location. There was no stent malfunction reported.

Manufacturer narrative:
Post stent implant attempts to remove the embolic protection filter was made, however, there was inability to capture the filter with the capturing system, therefore, a 7french shuttle sheath was used for removal of the embolic protection device. Upon retrieval of the angioguard device, there was no debris found in the basket. The procedure was completed with a 20% final residual in lesion stenosis. Approximately half-hour following the procedure in the recovery-unit, the pt experience a gradual neurological deficit described as aphasia and right hemineglect. A stroke/ischemic was diagnosed. Subsequently an arteriogram was performed showing left internal carotid artery stent widely patent and a possibly tiny embolus into the distal branch of left posterior occipital artery. Patient was treated with intravenous t-pa per stroke protocol. The pt's nih stroke scale upon completion of the angiogram was 6. Over the course of her hospital admission, it decreased to 0, normal. Patient was discharge on aspirin and clopidogrel three days post procedure. The patient was asymptomatic. This product will not be return for eval and testing. Additional info will be within 30 days upon receipt. This is one of two products involved in the same pt and reported under the manufacturing number 9616099-2008-01136 and 1016427-2008-00126.